Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns. Bedside monitors model: bsm-6301a sn: (B)(4). Model: bsm-6301a sn: (B)(4). Model: bsm-6301a sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not audibly alarming. All alarm indicator lights were lit when alarming. There were no reported missed alarms due to this issue, and there was no interruption in patient monitoring. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not audibly alarming. All alarm indicator lights were lit when alarming. There were no reported missed alarms due to this issue, and there was no interruption in patient monitoring. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. Audio failure despite a functioning alarm is an indicator of hardware failure. Hardware failure could come as a result of physical damage, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. As the issue was reported for two devices at the same time, it is likely that the hardware failure occurred due to external factors. The evidence made available indicates that this issue was an isolated incident and does not indicate a trend for audio failure. A complaint history review of the customer's account does not reveal trends for audio failures.